Event description:
A patient reported blood glucose results of 75 mg/dl with a lifescan meter and 144 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodlology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. Note: patient was not feeling well and was often tired. They also had high blood pressure. Md checked their hba1c. Md kept them in the hospital for 2 weeks, so that he could adjust their diabetes medications.